Event description:
Caller reported a cgm error. Blood glucose level was not adversely affected, as no adverse impact was reported. Customer successfully started a new cgm session after technical support assisted with resetting the pump.